Event description:
It was reported that the external pulse generator (epg) would automatically turn off. The battery was replaced, however the same issue occurred. The epg was discarded by the hospital. There was no patient involvement

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).